Event description:
It was reported that the screen on the external pulse generator was in need of repair. It was further noted in a call to the technical services department that the generator was "disassembled." The generator was returned for service. It was indicated in the return paperwork that there was no patient involvement with this event.

Event description:
It was reported that the screen on the external pulse generator was in need of repair. It was further noted in a call to the technical services department that the generator was "disassembled." The generator was returned for service. It was indicated in the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Keyboard pad is out of specification (contaminated and scratched). Upper and lower cases, ring cover, two side bail covers, and heart block are broken. Battery release and lead flex cover are contaminated. Two heart block screws are missing. Ventricle output connector is broken. Six case screws are missing. Battery contacts are compressed. Battery drawer o-ring and one side bail are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.